Manufacturer narrative:
During initial testing of the device while using ac power, the device sounded an alarm which prevented further testing. During testing using dc power, the device passed testing. No independent rate change was noted. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an independent rate change. The primary line of the device was programmed to deliver normal saline at a rate of 50ml/hr with a volume to be infused of 154ml. The secondary line was programmed to deliver an unspecified volume of blood at a rate of 150ml/hr, and the infusion was initiated. After an unspecified length of time, the pt called the nurses back to the room. At that time, the nurse observed that the secondary infusion was complete, and the primary infusion was delivering at a rate of 999ml/hr instead of the intended 50ml/hr. Another nurse verified that the pump was infusing at a rate of 999ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.